Manufacturer narrative:
The customer canceled the service call.

Event description:
It was reported the workstation handle came off and/or was broken. There are no reports of patient injury or death associated with this event.